Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device got stuck on tissue. The surgeon removed the reload. There was unanticipated tissue loss reported. Additional information has been requested but not yet received.